Manufacturer narrative:
A philips remote service engineer (rse) verified the avalon ultrasound transducer needed to be replaced. The rse verified customers contact and shipping information in the system is correct and placed a parts order. Based on the information available and the testing conducted, the cause of the reported problem was a faulty transducer. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an avalon us transducer indicating that the customer biomedical engineer (biomed) stated the unit is not making any sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.